Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 486 mg/dl while using the ilet after missing a meal announcement and encountering difficulty accessing the supply change workflow following a disconnection. Symptoms included hyperglycemia. Outcomes included completion of a full supply change with new cartridge, tubing, and infusion site, successful tubing fill with observed insulin drops, reconnection, and resumption of insulin delivery, with guidance to assess response over the next 60¿90 minutes. Investigation included customer support troubleshooting and education on navigating the change cartridge and tubing workflow and performing a full supply change in the context of elevated glucose. Investigation of this case revealed that user error related to a missed meal announcement and an infusion set supply change requirement were probable contributors, and device performance resumed as expected after supply replacement with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that user interaction and therapy use factors were the likely cause.